Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A case was run and the bone model generation error did not appear at any point during testing. The console functioned as expected without any errors or unintended shut downs. Case files were not provided, however, a picture of the ¿bone model generation error¿ warning message as well as a picture of the console with the ¿blue man reading¿ on the screen of the console was submitted and confirmed the complaint. The software version was not recorded, but DHR review shows that all cori software versions released to the field have been validated. A complaint history review found similar reports, this issue will continue to be monitored. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found related actions that are applicable to the scope of the reported complaint. The result of the review identified that the CAPA is still in the investigation phase. In addition, the CAPA owner has been notified. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, the tibia bone model generation error has been corrected and released in cori-v1.4.3 software. The ¿blue man reading¿ symbol is the ¿follow instructions for use¿ symbol, and instructs the user to consult operating instructions, and to refer to manual(s) and accompanying documents before use. If this symbol appears on the front of cori after powering on, turn off cori by pressing the switch to off. Turn it on again to clear the symbol and power the machine. If the appearance of the symbol persists, please contact robotics customer support. No further containment or corrective action is required at this time.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. Case files were not provided, however, a picture of the ¿bone model generation error¿ warning message as well as a picture of the console with the ¿blue man reading¿ on the screen of the console was submitted and confirmed the complaint. The software version was not recorded, but DHR review shows that all cori software versions released to the field have been validated. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, the tibia bone model generation error has been corrected and released in cori-v1.4.3 software. The ¿blue man reading¿ symbol is the ¿follow instructions for use¿ symbol, and instructs the user to consult operating instructions, and to refer to manual(s) and accompanying documents before use. If this symbol appears on the front of cori after powering on, turn off cori by pressing the switch to off. Turn it on again to clear the symbol and power the machine. If the appearance of the symbol persists, please contact robotics customer support. No further containment or corrective action is required at this time.

Event description:
It was reported that while milling during a cori tka procedure, the robotic drill cable disconnected and the error message popped on the screen ((B)(4)). They re-started as suggested, which seemed to fix the issue, but it added 3 minutes to the theatre time each time, and created lots of tension and pressure due to the frequency. Then, after the femur was cut, when they moved to the tibia, they received a bone model generation error ((B)(4)). They re-registered the tibia model, and after a couple of seconds, it re-generated the bone model. Then, the system suddenly went black and the "blue man reading" appeared on the cori console ((B)(4)). They switched off at the back, switched back on and continued. The procedure was completed with a delay fewer than 30 minutes. No patient injury or other complications were reported.